Event description:
It was reported that a dexcom g6 sensor failed to pair with the ilet pump, followed by a sensor error on the ilet; the user replaced the sensor and was guided through pairing and warmup, and blood glucose levels were unaffected, which is consistent with an intermittent communication failure involving electrical and magnetic components, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information supplied by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure associated with device radio components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.